Manufacturer narrative:
H4 device MFR date - unknown the suspected device was returned for evaluation. The device event log/alarm history was reviewed and confirmed the reported force sensor alarm condition. A review of the previous 12-month service history was performed, and no related complaints were identified. The device was visually inspected and no physical damage or anomalies were observed. Functional testing was performed, and the device failed the power-up test due to a force sensor failure, confirming the reported issue. Additional testing verified that other functions met performance specifications. The allegation was confirmed. The probable root cause was attributed to a force sensor. The force sensor and printed circuit board were replaced. The device was recalibrated and successfully passed all performance verification testing. Corrective action is in progress.

Event description:
It was initially reported that the device failed the startup test and generated a force sensor failure alarm during pump implementation at the facility. There was no patient involvement. During investigation, the reported force sensor failure alarm was confirmed.